Manufacturer narrative:
The customer reported problem was confirmed a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had an error message "connected pcu rf card is not supported", when he transferred network configuration. Pcu sn (B)(4). Abe confirmed he was able to transfer network on some other pcus8015 with same rf cards and same software version 9.33. Failure device type: failure problem type: failure mode: case resolution: (B)(6) confirmed it was a defective rf card by swapping out new rf card and it worked. Assisted abe with a part number. Abe will replace rf card. Ref: (B)(4).